Manufacturer narrative:
Calibration was within specification. Qc data that was provided showed results out of specified ranges. The alarm trace showed several "sample could not be processed" alarms. The data provided showed that the customer is not cleaning the probe often. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Unique identifier (UDI) # (B)(4). This event occurred in (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys hcg + beta results for 1 patient sample on a cobas e 411 immunoassay analyzer. The initial result was 0.357 miu/ml, which was reported to the physician. On (B)(6) 2021 the sample was repeated and the result was 0.312 miu/ml. The patient's pregnancy was confirmed with a positive test with the same sample. The numerical result was not provided. The sample was repeated again and the results were >10000 miu/ml and then 43655 miu/ml with an automatic dilution. The therapist had advised the patient was found to be 7 weeks pregnant. The results were reported outside of the laboratory. The reagent lot number is 47048901 with an expiration date of 30-sep-2021.